Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer 5 fr 3 lumen PICC line split and leaking. Secured with a secureacath. Additional information received apr 29, 2025: it was reported the patient's treatment was delayed and an ivc needed to be inserted. Oozing was noted from the insertion site, no harm or other complications noted in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc is confirmed and was determined to be use-related. One 5 fr t/l powerpicc was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned device. A longitudinal split was observed between the molded joint and the 0 cm depth marking. The catheter appeared slightly flattened between the molded joint and the 0 cm depth marker. A functional test of infusing water into each of the three lumens using a 12 ml syringe revealed the white lumen and the red lumen to be patent to infusion. The gray lumen was observed to have a split just proximal to the 0 cm depth marking. A functional test of attempting to infuse water through the gray lumen distal of the split using a 12 ml syringe and a 4 fr connector revealed a blood occlusion just distal of the longitudinal split. A microscopic observation of the split revealed a granular fracture surface and sharp fracture edges. A small section of the split was observed to be connected. The characteristics of the split were observed to be caused by use of a compression style securement device within the tapered region of the catheter shaft. This complaint will be recorded for future trending and monitoring purposes.